Event description:
A pt present with an infected #9 tooth implant. The pt subsequently had surgery in which mineross bone void filler was placed and covered with collaguide. Non-absorbable tacks were used for fixation and the soft tissue was closed with cytoplast suture. The pt took amoxicillin 500mg for 7 days post-operative and performed mouth rinse with baking soda. The pt had an asymptomatic early post-operative course. However, approx (B)(6) months later, the pt presented with an infected #9 implant, which was removed and foundation bone void filler was implanted. Approx (B)(6) month later, the #9 implant location was replaced with bio-oss bone graft substitute and covered with a new collaguide. At the last f/u visit, the pt was asymptomatic.

Manufacturer narrative:
Method - device history records were reviewed. Result - this lot was subject to recall (recall #(B)(4), initiated on (B)(4) 2012) due to a sterilization process related issue. The recall was not initiated as a result of the adverse event in this report. The product recall was initiated prior to discovery of the adverse event in this report. Therefore, this event is being reported in a 30 day report versus a 5-day report. Conclusion - it is possible that the adverse event in this report could be related to the reason for product recall. However, a direct relationship can not be determined.